Manufacturer narrative:
The device was not returned for evaluation. Work order ac1044245 was reviewed and appears complete and correct. No imaging was provided for this event, however the final angio run was attended and it was noted that there was no flow through to the kidney. A closer magnification shot of the stent was attended and it was noted at this time that the stent was crushed. No graft migration was noted. The graft was well aligned. The device IFU states: - fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. - inadequate fixation of the zenith fenestrated aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. - the zenith fenestrated aaa endovascular graft incorporates a suprarenal stent with fixation barbs. Exercise extreme caution when manipulating interventional devices in the region of the suprarenal stent. - care should be taken not to damage the graft or disturb graft positioning after graft placement in the event re-instrumentation of the graft is necessary. Based on the information received an exact root cause could not be determined, however it was suggested that the dilator of the distal bifurcated body or bridging limb or iliac branch device graft or even the lunderquist wire may have pushed the v12 stent at some point during the procedure.

Event description:
A 2 vessel fenestrated graft and bilateral iliac branch device (ibd) procedure was performed. The proximal zfen-p component was placed and deployed with good accuracy. Quick cannulation of both l (left) and r (right) renal arteries was achieved and 2 x 7fr sheaths were advanced into the vessels without great difficulty. 2 x 7fr 22mm v12 stents were tracked into the l and r renal vessels through the sheaths, they tracked well.the trigger wires and top cap were removed from the zfen-p and advanced and the inner canula was removed. The v12 stents were inflated r first then l, they were also flared with an 8mm balloon to lock into the 6mm fenestrations. Final runs on each stent showed patent vessels and no signs of endoleak. The ibd's were then attended r first and then l. The distal bifurcated was then inserted. The bridgeing limbs were then inserted l then r. A final run was attended at which time it was noted that there was no flow to the r renal. It is possible that either the lunderquist wire or the dilator of one of the ibd, limb or zfen-d devices crushed the v12 stent during the remainder of the procedure. The surgeon attempted to access the stent with a variation of wires, catheters and sheaths for appx an hour without success. In the end he decided to finish the procedure knowing the right kidney had no flow and would ultimately be lost.

Event description:
A 2 vessel fenestrated graft and bilateral iliac branch device (ibd) procedure was performed. The proximal zfen-p component was placed and deployed with good accuracy. Quick cannulation of both l (left) and r (right) renal arteries was achieved and 2 x 7fr sheaths were advanced into the vessels without great difficulty. 2 x 7fr 22mm v12 stents were tracked into the l and r renal vessels through the sheaths, they tracked well.the trigger wires and top cap were removed from the zfen-p and advanced and the inner canula was removed. The v12 stents were inflated r first then l, they were also flared with an 8mm balloon to lock into the 6mm fenestrations. Final runs on each stent showed patent vessels and no signs of endoleak. The ibd's were then attended r first and then l. The distal bifurcated was then inserted. The bridging limbs were then inserted l then r. A final run was attended at which time it was noted that there was no flow to the r renal. It is possible that either the lunderquist wire or the dilator of one of the ibd, limb or zfen-d devices crushed the v12 stent during the remainder of the procedure. The surgeon attempted to access the stent with a variation of wires, catheters and sheaths for appx an hour without success. In the end he decided to finish the procedure knowing the right kidney had no flow and would ultimately be lost.